Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that insulin gauge displayed an amount different than expected, with pump and mobile app showing 70 units remaining while cartridge was actually empty and caller was experiencing a fill estimate issue. There was no reported impact to the customer¿s blood glucose level. Customer declined to load new cartridge, used multiple daily injections as interim insulin therapy, and was advised to continue using current cartridge.